Event description:
It was reported that the user experienced hyperglycemia while using infusion sets associated with the ilet system and also reported difficulty obtaining the prescribed 23 in 6 mm contact detach infusion sites through their distributor and insurance. Symptoms included elevated blood glucose, with a reported maximum of 331 mg/dl and approximately two hours above target. Outcomes included no reported medical intervention, no ketone testing, and no use of backup therapy, and no immediate health effects were reported. Investigation included complaint handling with troubleshooting and education, and facilitation of a goodwill order for the specified infusion sets while the user pursued coverage with an alternative dme supplier. Investigation of this case revealed that the cause of hyperglycemia could not be determined based on the available information. It was concluded that the event involved hyperglycemia of unclear cause without reported injury and that replacement supplies were provided as a courtesy while the user worked to resolve dme coverage.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.